Event description:
It was reported that a patient presented with high pacing impedance noted on the right ventricular lead. Corrective programming changes were performed. No adverse patient consequences were reported.